Manufacturer narrative:
The patient was brought into the clinic for testing and all lead numbers were good and no noise or out of range measurements could be produced during isometrics. Additionally, there was no noise in the logbook and daily measurements were stable and in the 40 ohm range. The caller inquired about the actual measurement that caused the red alert. The reports revealed a measurement of 0 ohms. A boston scientific technical services consultant discussed the possibility that electromagnetic interference (emi) could have skewed the reading. The caller will review potential sources of emi with the patient. The device and lead appear to be operating normally. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was received from this system due to low shock impedance measurements. No adverse patient effects were reported.